Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA, which states ¿at (B)(6) hospital we have been finding slow leaks developing at the connection point of bd carefusion tubing infusion tubing to bd carefusion maxzero connectors. It is happening with different tubing and different products being infused but always through the maxzero connector. This causes us to swap out the connector, bl- tri-, and quad-fuses more frequently introducing opportunity for infection/contamination. We have seen this on multiple pts, and with various tubing setups. It occurs most frequently in very small. Slow infusions and is impacting our ICU pts. Therapy start date: (B)(6) 2018; therapy end date: (B)(6) 2018." Other serious (important medical event) was indicated.